Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange from heartmate ii to heartmate ii on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified a compromised driveline that could have contributed to the reported pump stops. The pump was returned assembled with the driveline cut approximately 0.5¿ from the pump housing, and 4.5¿, 12.5¿, and 19.5¿ distal portions were returned for evaluation. The sealed inflow cannula (flex section and inlet extension) was not returned. The sealed outflow conduit (outflow graft and outflow graft bend relief) was not returned. The outflow elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. A previous clamshell repair was observed. Upon removal of the silicone jacket, the bionate was discolored but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed throughout. Areas of more severe breakdown were observed approximately 28¿ from the metal connector. Microscopic and visual inspection of the wires revealed breaches in the insulation of all but the black wire 28" from the metal connector. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed current leakages in the insulation of the green, yellow, orange, red, and brown wires that would have resulted in an electrical short. No additional breaches were found in the remaining wire. The insulation breaches of all but the black wire would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. Similar events could have occurred if the exposed conductors of the damaged wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook (document rev. C) is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 11nov2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the pump stopped. The alarm was a red alarm, the pump was restarted. The cable was examined. Additional information stated that on (B)(6) 2021 the device stopped 6 times with high-grade alarm. Malfunction due to the activation line. On the other hand test of the cable on 14jun2021 by the company, the outcome was without anomaly. Explanation and replacement of the pump was required because there was a risk of definitive shutdown. The pump was explanted on (B)(6) 2021. There was a fatal risk for the patient because risk of definitive shutdown of the single-left assistance secondary to the fracture of the activation line in the intracorporal path. The device is retained by hospital and will be returned.